Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 78-year-old female patient underwent a primary breast augmentation with a 375cc mentor smooth round moderate profile saline breast prosthesis and experienced a deflation on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2023.

Manufacturer narrative:
On august 18, 2023, the mentor failure analysis lab received the device for evaluation. An updated date of explant was confirmed. On august 23, 2023, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had a crease/fold on the anterior and posterior view. Also, it was found shell abrasion on the posterior view of the crease. Leak testing was performed, according to mentor procedure, and it identified a tear within the shell abrasion measuring approximately less than 0.1 cm. The evaluation determined that the possible cause of the deflation is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).